Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was fractured. The lead was extracted and a new lead was implanted. The patient was stable during the procedure.